Event description:
During priming procedure of combi-set hemodialysis bloodlines tech noted saline line leaking. Upon closer exam tech found the extra administration line was almost completely disconnected at the glue joint.